Event description:
It was reported that the implantable neurostimulator (ins) would not charge. Two weeks ago the patient was not able to charge and when he went to attach the recharger, it would not connect to his implant. The last time he charged was when he charged up fully the week before he started having the issues trying to recharge two weeks ago. It was ¿behaving itself¿ and it wouldn¿t last as long but it would charge up. When he tried to charge now the recharger would keep beeping at him and it would not connect and it would show the reposition antenna screen. The patient did not have stimulation sensation and the last time he felt stimulation was 2.5 weeks ago. He turned it off for a procedure and went to turn it back on a day or two after the procedure it would not charge. The procedure was a radio frequency nerve ablation of spinal column in l2-l5. He replaced the aaa batteries in the patient programmer (pp) and also checked the connections of the recharger and everything was looking okay. It was noted that there was a broken external antenna. No out of box failure was reported. 2 days later the patient received a new antenna but he was still having an issue charging. He would just get the reposition antenna screen on the recharger. The recharger would not charge the ins. On the pp he would get the icon to recharge the implant. It was noted that he could charge the recharger just fine. An additional 2 days later the patient received a new implantable neurostimulator recharger (insr). He was still getting the reposition the antenna screen when trying to recharge. He tried for 40 minutes to connect with the ins. Now the pp was showing the ins battery was empty. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent. The antenna was not returned to the manufacturer. Upon return of the recharger, analysis found the complaint unverified, the face plate was scratched, and the software was updated.

Manufacturer narrative:
Concomitant products: product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 37791, lot # unknown, product type: recharger. Product ID: neu_recharger_acc, lot# serial# unknown, product type: recharger. Product ID: 355029, lot# n0044123, implanted: (B)(6) 2006, product type: accessory. Product ID: 377760, lot# v006162, implanted: (B)(6) 2006, product type: lead. Product ID: 37791, lot# unknown, product type: recharger. (B)(4).